Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2020 with blood glucose of 374 mg/dl at the time of the incident. The customer was instructed to report to the emergency room. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. It is unknown if the customer was using sensors. It was reported that the infusion site occluded during the night, and the cannula was bent when removed. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed set.